Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging he was unable to perform test on his onetouch ultra2 meter due to accessing the meter¿s memory instead of the testing mode. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011, at an unknown time. The patient reportedly manages his diabetes with metformin pills and it is unknown if he made any changes regarding his usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 15-30 minutes later, he developed symptoms of "hot flashes and sweating" and despite his symptoms he denied receiving any form of medical intervention but mentioned he will be following up with his doctor. At the time of troubleshooting, the cca assisted the patient with performing a test correctly and the issue was resolved through training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (01/19/2012)-device evaluation: the meter involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and the primary complaint was not confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.